Event description:
It was reported the pt felt a burning sensation at the ipg pocket whether the stimulation was on or off. The pt went to the ER where she received a shot for the pain. F/u identified the pt was working closely with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.